Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerns a (B)(6) female patient of unknown ethnicity. Medical history included blood glucose values at 400, 500 and 380 (units not provided), and also included therapy with an unspecified insulin by which diabetes was controlled and an unspecified surgery for an unknown reason. Concomitant medications were not provided. The patient received insulin glargine (basaglar), via an unknown device, unknown dose, frequency, route of administration, indication for use and beginning of treatment. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency and administration route, for diabetes, beginning approximately in (B)(6) 2018. The patient also received insulin lispro (humalog) via kwikpen, 6 iu, three to four times a day, unknown administration route (injected in the belly, leg and arm), for diabetes, beginning approximately in (B)(6) 2018. In (B)(6) 2018 and (B)(6) 2018, unknown time after starting insulin glargine therapy and also reported as in the first two months of insulin lispro therapy, patient had used insulin lispro that worked; it was also stated that patient was waking up well as diabetes was between 80 and 90 (units and reference ranges not provided), that is, was controlled, as reported. However, approximately in (B)(6) 2018, for the whole month, approximately three months after starting on insulin lispro therapy, as well as after starting on insulin lispro via a humapen ergo ii two-tone blue 3 ml (lot: 1703d02) and via kwikpen, the patient started to feel unwell. It was stated that two cartridges (both from the same lot number: c792971c) as well as the kwikpen (lot number: c827646e) did not have effect ((B)(4), respectively), and diabetes was too high at 490 during all day long and 500, also described as 500 hi, as well as insulin not decreasing. Units and reference ranges were not provided. The event of blood glucose increased was considered serious by the company due to medically significant reasons. In addition, due to the altered diabetes, patient s head could not save anything (as reported), and was experiencing cough, also referring it to the dry weather. It was verified that the humapen ergo ii was jammed (injection button did not move), that is, it was not delivering insulin even when changed needle ((B)(4)). Also, stated that in-use insulin cartridge was stored in the refrigerator while the device pen (not clear which device or if both of them) was stored at room temperature. As of (B)(6) 2018, on an unknown date, the patient had a cataract and would need to perform a surgery, but it had not yet schedule. Additional information such as corrective treatments, events outcomes and insulin lispro and insulin glargine status therapies was unknown. The patient operated the devices and it was unknown if patient was trained. Both device models were being used for approximately three months; being that, specific humapen ergo ii was being used for approximately three months and it was unknown how long the specific kwikpen device was being used. It was unknown if devices were continued. It was unknown if devices would be returned. The reporting consumer related the events of blood glucose increased and feeling unwell to the insulin lispro therapy. No further opinion of relatedness was provided. This case is cross-referenced to the following case:(B)(4) (same reporter and patient). Update 29aug2018: additional information received on 24aug2018 was processed within the initial case entry. Update 03sep2018: additional information received on 31aug2018 from the same initial consumer reporter. Added basaglar as suspect drug. Added non-serious event of cataract. Narrative and correspondent fields were correct accordingly. Edit 04sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12oct2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that her humapen ergo ii was jammed and was not delivering insulin. The patient experienced increased blood glucose. The investigation of the returned device (batch 1703d02, manufactured march 2017) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reported storing the in-use insulin cartridge in the refrigerator. The core insulin labeling instructs to store in-use drug product (after the disc seal has been punctured) unrefrigerated for up to 28 days at a maximum temperature of 30°c [86°f]. There is evidence of improper storage. The patient stored her in-use insulin cartridge in the refrigerator. This use issue is not likely related to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerns a 61-year-old female patient of unknown ethnicity. Medical history included blood glucose values at 400, 500 and 380 (units not provided), and also included therapy with an unspecified insulin by which diabetes was controlled and an unspecified surgery for an unknown reason. Concomitant medications were not provided. The patient received insulin glargine (basaglar), via an unknown device, unknown dose, frequency, route of administration, indication for use and beginning of treatment. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency and administration route, for diabetes, beginning approximately in jun2018. The patient also received insulin lispro (humalog) via kwikpen, 6 iu, three to four times a day, unknown administration route (injected in the belly, leg and arm), for diabetes, beginning approximately in jun2018. In jun2018 and jul2018, unknown time after starting insulin glargine therapy and also reported as in the first two months of insulin lispro therapy, patient had used insulin lispro that worked; it was also stated that patient was waking up well as diabetes was between 80 and 90 (units and reference ranges not provided), that is, was controlled, as reported. However, approximately in aug2018, for the whole month, approximately three months after starting on insulin lispro therapy, as well as after starting on insulin lispro via a humapen ergo ii two-tone blue 3 ml (lot: 1703d02) and via kwikpen, the patient started to feel unwell. It was stated that two cartridges (both from the same lot number: c792971c) as well as the kwikpen (lot number: c827646e) did not have effect (product complaint numbers: (B)(4). Respectively), and diabetes was too high at 490 during all day long and 500, also described as 500 hi, as well as insulin not decreasing. Units and reference ranges were not provided. The event of blood glucose increased was considered serious by the company due to medically significant reasons. In addition, due to the altered diabetes, patient s head could not save anything (as reported), and was experiencing cough, also referring it to the dry weather. It was verified that the humapen ergo ii was jammed (injection button did not move), that is, it was not delivering insulin even when changed needle (product complaint: (B)(4). Lot number 1703d02). Also, stated that in-use insulin cartridge was stored in the refrigerator while the device pen (not clear which device or if both of them) was stored at room temperature. As of (B)(6) 2018, on an unknown date, the patient had a cataract and would need to perform a surgery, but it had not yet schedule. Additional information such as corrective treatments, events outcomes and insulin lispro and insulin glargine status therapies was unknown. The patient operated the devices and it was unknown if patient was trained. Both device models were being used for approximately three months; being that, specific humapen ergo ii was being used for approximately three months and it was unknown how long the specific kwikpen device was being used. It was unknown if the kwikpen device was continued and information on the kwikpen device return was unknown. The suspect humapen ergo ii device associated with (B)(4). Was returned to the manufacturer on 17sep2018. The reporting consumer related the events of blood glucose increased and feeling unwell to the insulin lispro therapy. No further opinion of relatedness was provided. This case is cross-referenced to the following case: (B)(4). (Same reporter and patient). Update 29aug2018: additional information received on 24aug2018 was processed within the initial case entry. Update 03sep2018: additional information received on 31aug2018 from the same initial consumer reporter. Added basaglar as suspect drug. Added non-serious event of cataract. Narrative and correspondent fields were correct accordingly. Edit 04sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12oct2018: additional information received on 12oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen ergo ii device associated with (B)(4). Corresponding fields and narrative updated accordingly.